Event description:
Same case as 6000093-2006-01972 and 6000089-2006-02158. It was two days coronary artery drug eluting stenting treatment procedure that stent thrombosis occurred. The lesion was located in the right coronary artery (rca). During the initial procedure three taxus express2 monorail drug eluting stents (des) (2.75x24mm, 2.75x12mm, 2.75x8.0mm) were successfully implanted in the rca. Two days later, the patient presented with chest pain and st elevation. Angiography revealed in -stent thrombosis, the thrombus was dilated with an unspecified guidant voyager balloon at unreported atmospheres. The physician then successfully implanted a taxus express2 3.00x8.0mm des. At the time this event was reported the patient was in the hospital and in stable condition. Medications administered to the patient included versed, fentanyl, benadryl, nitroglycerin, heparin, reopro and plavix. Follow-up has been requested, but has not been received as of the date of this report.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8168430 found that the device met its material, assembly and product specifications, at this time of release to distribution. The cause of the difficulties experienced during the procedure could not be determined.